Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the damage remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a fracture of the tip of the catheter.